Manufacturer narrative:
The returned device was evaluated and no damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or defects were observed that could contribute to the reported event. Timeouts were observed in the data during operation, however delivery was not stopped and no alarms or drive stalls occurred. The actual cause of the high pulse width could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over mg/dl while wearing the pod between 24 and 36 hours. Patient's mother also reported the pod was leaking during wear. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.